Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed. The patient had vf episodes that were correctly transmitted via remote transmission, but no alerts were observed.